Manufacturer narrative:
The device was returned to the manufacturer; however, there was no inlay found inside the container and no further analysis could be performed. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. On (B)(6) 2017, the inlay was explanted to address inferior decentration (2 mm). The surgeon suspects endothelial cell pump dysfunction as a potential factor. The patient's prognosis is good and a new inlay will be implanted once topography normalizes.